Event description:
It was reported that during testing at the manufacturer a hole in the pneumatic hose of the device was discovered. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The malfunction was initially discovered during testing at the manufacturer.